Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. A medical investigation was conducted and confirms no relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history revealed no prior complaints for the listed part. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A relationship, if any, between the device and the reported incident could not be corroborated. The potential probable causes for this event could include but not limited to a user or procedural error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable cause failures were documented appropriately. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to the a cpcs cobalt chrome primary standard offser 12/14 taper size 3 and cobalt chrome 12/14 taper femoral head 36 mm +4 were loose inside the cement mantle.